Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with calibration error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up. The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem. Contacted biomed inquiring for complaint detail and serial number and no response received.